Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6)), anterior endothelium chamber depth < 3.0mm (2.86mm)] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -6.0 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial. Visual inspection found the lens missing a piece of optic and haptic. (B)(4)